Event description:
Teeth on the blade of the orthopedic arthroscopic instrument (quadra cut tibial reamer 12mm) broke off inside of the pt's left knee. Dose, frequency & route: na. Diagnosis for use: na.